Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the complete suture being returned with the posterior needle tip and the cuff remaining in the foot pocket after deployment is consistent with and confirms the reported experience of needle to cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During testing the suture was pulled from the device with no significant resistance detected indicating the suture drag was not a contributing factor in this event. During testing a proxy plunger was inserted into the device and the needle trajectory was acceptable indicating the needles were not a contributing factory in the event. A needle to cuff miss may occur but not limited to; the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. The reported moderately calcified arteriotomy may have been a contributing factor in the event. No manufacturing or quality deficiency was detected. Based on the inspection criteria, analysis and reported information the probable root cause of the link detachment is due to incorrect technique and/or patient anatomy during use. There was no product quality deficiency detected that would contribute to this event. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed. In review of all incidents, there does not appear to be any indication of a lot specific product quality deficiency. The needle trajectory of each device is inspected twice during manufacturing. Each device is inspected during manufacturing and each finished goods lot is inspected.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified right femoral artery after an interventional procedure. Reportedly, a cuff miss occurred; when the plunger was removed, there was no wire attached. A starclose se was successfully used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.